Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl; cause was unknown. Juice and food was consumed to treat bg. The contact alleged that the basal iq feature did not suspend insulin delivery when bg level decreased to 50 mg/dl. During troubleshooting with tandem technical support, the contact verified that the basal iq feature suspended prior to the customer's bg level decreasing to 50 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor (cgm) on (B)(6) 2018 was 56 mg/dl. Prior to the low bg the user delivered a 2.23 unit bolus for a bg of 137 m/gl and 49 grams of carbohydrates while still having 0.36 units remaining of insulin on board (iob). There were no erratic basal rate adjustments. It is possible the user over corrected. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.